Event description:
It was reported "PICC line was removed due to reported "hole in line." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 3 fr single lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the tubing of the extension leg just within the distal end of the luer hub. A microscopic observation revealed the fracture surfaces of the split were flat but rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. However, the exact cause of the split observed in the returned sample is unknown. Possible contributing factors include excessive pulling, twisting, and manipulation of the luer connector hub and/or extension leg.

Event description:
It was reported "PICC line was removed due to reported "hole in line." No other information was provided.